Event description:
Reporter alleged glucose measured 400+ mg/dl and within 4-5 minutes later a different meter read 124 mg/dl or either 140 mg/dl. It was reported 2 hours later customer went to the health department and they tested 130 mg/dl on their meter. No treatment was reportedly received.